Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned trial found it to exhibit signs of repeated use and the trial has fractured off. Not all fractured pieces were returned. Review of device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No medical records were provided. This complaint is confirmed via device evaluation. The lot has been in the field for 13+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the front of trial poly was broken, leaving the insert slot unusable. Due diligence is in progress for this complaint; to date no additional information or product has been received.